Event description:
It was reported that during a stenting treatment procedure, stent dislodgement and removal difficulties occurred. The target lesion was located in the tortuous distal right coronary artery (rca) which had a 75-80 degree bend. A 3.00x16mm omega stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. When the physician attempted to withdraw the sds into the unspecified guide catheter, resistance occurred due to the sharp angle of the vessel. While attempting to get the sds into the guide catheter, the stent became dislodged from the stent delivery balloon. It was noted that the stent was still over the guide wire in the proximal rca and the physician was able to advance a 3.5x20mm non bsc balloon to the lesion and expand the omega stent at 10atms in the proximal rca. A bare metal stent was then advanced and was deployed in the distal rca, successfully completing the procedure. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of an omega bare element monorail stent delivery system (sds) with no stent and no other devices. There was contrast in the inflation lumen. There were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. Magnified inspection presented no evidence of any product quality deficiencies contributing to the reported stent dislodged inside the patient and the crossing and catheter removing and withdrawing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement and removal difficulties occurred. The target lesion was located in the tortuous distal right coronary artery (rca) which had a 75-80 degree bend. A 3.00x16mm omega stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. When the physician attempted to withdraw the sds into the unspecified guide catheter, resistance occurred due to the sharp angle of the vessel. While attempting to get the sds into the guide catheter, the stent became dislodged from the stent delivery balloon. It was noted that the stent was still over the guide wire in the proximal rca and the physician was able to advance a 3.5x20mm non bsc balloon to the lesion and expand the omega stent at 10atms in the proximal rca. A bare metal stent was then advanced and was deployed in the distal rca, successfully completing the procedure. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.